Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer's mother called to report that her daughter was hospitalized and is in the intensive care unit (ICU) due to diabetic ketoacidosis (dka) and high blood glucose levels. Customer's mother stated that customer was vomiting before going to the hospital. Customer's blood glucose levels at the time of hospitalization was 1420 mg/dl. Customer's mother stated that customer's high blood glucose levels were treated with an insulin drip. Customer's mother stated that the doctor informed the customer that they don't think the pump is working correctly. Product is not being returned or replaced.